Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported a heart rate lower than that of the programmed lower rate of the implantable cardioverter defibrillator (ICD). The ICD remains in use. No patient complications have been reported as a result of this event.